Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia at the umbilicus. It was reported that after implant, the patient experienced infected mesh, pain and recurrence. Post-operative patient treatment included incision and drainage as well as explant of infected mesh and additional surgery. The device had been used with endo universal 60 stapler.